Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the rotor motion controller was replaced, the and the source detector was realigned. The imaging system then passed the system checkout and was found to be fully functional. The rotor motion controller has not been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient involvement" to reflect outside of procedure.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that replacement of the power conversion enclosure restored functionality. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system gantry door would be closed but the imaging system displayed it was not. A door switch on the gantry was adjusted. After adjustment, functionality was restored, however it was noted that a collimator error appeared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The reported issue was reviewed by medtronic personnel. It was reported that the motion control message indicated that the detector drive did not find the index pulse.